Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's knee arthroplasty is to be revised for unknown reasons. A polyethylene bearing swap is planned for (B)(6).

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The part and lot number are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Since the part number and lot number are unknown, the UDI is unknown.

Event description:
It is reported that a patient's knee arthroplasty is to be revised for unknown reasons. A polyethylene bearing swap is planned for (B)(6).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision.